Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tsa on an unknown date. The patient was revised on (B)(6) 2023 due to infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions the following sections were corrected: d1, h6 clinical code. H3: a review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided, and the original surgery invoice could not be located from a search of exactech¿s surgery data. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure.